Event description:
It was reported that the device was packaged in the box without inner package. It was unsterile. There was no patient involvement and therefore no patient injury reported.

Manufacturer narrative:
Sample receipt is pending.